Event description:
Edwards received information that a 2800 21mm bioprosthetic aortic valve, implanted approximately five (5) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a pericardial valve. There were no complications reported.

Manufacturer narrative:
Neither additional information or explanted device were received by manufacturer. Without evaluation of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be established. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.